Event description:
Customer stated that the unit apparently overfilled the final container with a pooled pediatric electrolyte solution. The station was programmed to deliver 17ml, but the volume delivered display reportedly read 30ml. The final container was not used, so there was no pt involvement. The unit has been sent to product services for eval.